Event description:
During the procedure the first coil, gdc 10-3d 3d-shape synerg detection circuit, detached spontaneously without stretching. The coil was retrieved by pulling back the microferret 18 cook microcatheter. The condition of the pt was reported to be good.